Event description:
It was reported that patient experienced ineffective therapy and the system was auto reducing. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the patient's leads exhibited high impedances.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: medical device problem code should be 1291 - high impedance rather than 2950 - impedance problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.